Event description:
It was reported that during a da vinci-assisted surgical procedure, when a monopolar curved scissors (mcs) instrument was removed from the patient, the mcs tip cover accessory remained in the patient's abdomen. The mcs tip cover accessory was removed from the patient and put back on the mcs instrument. The issue did not happen again when the mcs instrument was removed a second time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.